Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Photo evaluation summary: upon visual inspection of two photos, the following was observed: the first photo shows a label of product code cdh33a, lot # p4t31f with exp. Date 2022-09-30. The second photo shows a tyvek of a curved intraluminal staple of product code p4t31f with expiration date 2022-09-30. The third photo shows a sealed packaged from blister area with a device inside it and no defects were noted. Based on the photos reviewed, the event describe cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested and the following was obtained: could you please clarify how the device failed? The device did not perform a uniform staple formation. Were there problems with firing the device? If so, please explain. There was no inconvenience at the time of the shot. Were there any problems with the cutting device? There was no problem. Were your staples badly formed or an incomplete line of staples? Poorly formed staples little consistency. Were the donuts inspected? If so, were they complete? They were inspected, they were complete. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colostomy procedure, at the moment of operating the device, the device failed, so when noticing this the surgeon decides to use a new device. There were no patient consequences reported.